Manufacturer narrative:
Mep13 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. The device was not returned to devicor medical products, inc. For evaluation. Therefore we are unable to determine a root cause for the reported incident.

Event description:
It was reported by the affiliate that after the sampling, there was considerable bleeding when the needle was removed from the patient. When the doctor looked at the needle tip, the tip was bent. This incident is documented as complaint (B)(4). No serious injury occurred.